Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure to treat pelvic organ prolapse, stress urinary incontinence and a sling was implanted. Concomitantly the patient underwent a transvaginal hysterectomy, and posterior colporrhaphy.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.